Event description:
Caller reported compact plus system blood glucose results of lo, which on the system indicates a result less than 10 mg/dl, and 80 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.